Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient had limited movement post-operation in their extremities following the revision of percutaneous leads that were replaced with surgical leads. The patient was taken back to the operating room on (B)(6) 2016 to reposition the leads. The manufacturer representative was not present for the second surgery. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a290 serial# (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2016 product type lead : due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the reason the percutaneous leads were replaced with surgical leads was due to one of the leads migrating downwards; as a result of the migration their programming wasn't working or helping them. Their healthcare provider (hcp) replaced the leads on (B)(6)2016 with a new paddle lead so that it wouldn't move again. The patient became paralyzed from the neck down so they were rushed into emergency surgery where they "cut all the bones out" of the back of their neck to relieve pressure off the spinal cord. The patient signed paperwork prior to the surgery saying that they couldn't remove the ins and so the doctor "sutured" the paddle lead to the patient's spinal cord. When asked if the paralysis was resolved the patient noted that they were still dealing with the effects of it but could walk around and do things but they were worse off than they were prior to the surgery. No further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.